Event description:
A malfunction alarm was reported, with no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, which resolved the issue without the malfunction recurring. The customer was advised to continue using the pump and to reach out if the problem happens again.